Event description:
It was reported that a patient brought their mobile power unit (mpu) to clinic for review. The yellow wrench was flashing with no alarm tones. The site tried replacing the aa batteries which did not resolve the issue. Mpu had a v-lock connector on ac power cord. The ac power cord did not come loose at the wall outlet. The ac power cord did not come loose from the back of the unit. There were no power outages/environmental circumstances to affect the unit. The site took the mpu from the patient and gave a loaner. Log files were not obtained. There was no adverse patient impact related to this event. No devices would be returned. After the biomed team inspected the unit, it was determined the unit did not need to be returned.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a flashing yellow wrench indicator with no alarm tones was not confirmed. The mobile power unit (mpu) (serial number (B)(6)) was not returned for analysis. Available information indicates that the unit was exchanged and that the patient was provided with a loaner, and that no adverse patient effects occurred as a result of the event. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their mpu, including yellow wrench alarms. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the mobile power unit¿s (mpu) yellow wrench indicator flashing on and off was confirmed, as this issue was reproduced upon functionally testing the returned mpu (serial number (B)(6)). The mpu was identified to have a non-conforming capacitor on its power supply printed circuit board, which could cause the yellow wrench indicator to flash on and off. A corrective action was initiated to investigate this issue. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.